Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter with the one-way valve attached. The guide wire and other insertion components were also returned. No kinks were detected on the returned iab catheter. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the guidewire was unable to be inserted through the inner lumen. The iab was replaced to continue therapy. There was no reported patient injury.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the guidewire was unable to be inserted through the inner lumen. The iab was replaced to continue therapy. There was no reported patient injury.